Event description:
A patient had two cypher stents implanted into her mid and distal left anterior descending artery (lad) due to coronary artery disease and myocardial infarction. The mid and distal left lad were 70% stenosed. A 3.0x33mm cypher was deployed at 20 atm and was post-dilated at 24 atm. A 2.5x8mm cypher was deployed at 18 atm and was post-dilated at 22 atm with timi 3 flow before and after the procedure. There was 0% stenosis post-procedure. Approximately 2 years after the stent implantation, the patient was hospitalized due to restenosis and myocardial infarction. Cardiac catheterization revealed a long segment of stent in the mid proximal portion of the mid lad extending to the beginning of the distal lad. There was 75 to 80% focal restenosis in the mid portion of the stent, which was on the bend. Her left ventricular end diastolic pressure was 19 mmhg. The patient received an angio-max bolus and drip. The lesion was pre-dilated at 18 atm for 40 seconds followed by placement of a 3.0x15mm endeavor stent deployed at 12 atm for 30 seconds. The final result was timi 3 flow. The patient tolerated the procedure well and was discharged the following day. Discharge medications included aspirin 81 mg twice daily and plavix 75 mg daily.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report number is 3003742446-2009-00003. Additional info will be submitted within 30 days of receipt.